Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since it was found to be a duplicate report of MFR# 1818910-2018-72278. MFR# will be retracted and only MFR# 1818910-2018-72278 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Patient alleges pain, fracture of the neck of the prosthetic hip stem under normal use, loss of function and general debilitation of quality of life. Doi: (B)(6) 2015 - dor: (B)(6) 2018 (right hip).